Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389-40, lot# va151a4, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's weight at baseline ((B)(6) 2016) was (B)(6) kg. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3389-40 lot# va151a4, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurost imulator. It was reported that the lead migrated/dislodged and the patient experienced a worsening of tremors in their upper right limb. The diagnostic methods included an examination on (B)(6) 2017 that resulted in the identification of the worsening of the tremor. Imaging (x-ray, MRI, CT scan, etc) was performed on (B)(6) 2017 and resulted in the identification of the migration. The etiology was noted as related to the device/therapy and not related to the implant procedure; the lead was noted. The actions/interventions taken to resolve the event included reprogramming the patient on (B)(6) 2017 and then explanting and replacing the lead on (B)(6) 2017; the device was disposed of according to biohazard instructions. It was also noted that the event resulted in an in-patient or prolonged hospitalization. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.